Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector.the root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) did not pass incoming functional testing. There is no indication that the damaged monitor caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.